Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and no anomalies were found. It was noted that the exposed svc (superior vena cava) defibrillation coil became extrinsically distorted due to pulling/stretching/overstress and the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. The analyst commented that visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient's right ventricular (rv) lead was explanted and replaced for a fracture as evidenced by noise oversensing, unstable pacing thresholds and impedances out of range. High voltage therapy had been programmed off in anticipation of the replacement. It was also reported that during the rv lead replacement, the patient's right atrial (ra) lead dislodged and was explanted and replaced. During the procedure to replace the current rv lead, the patient's previous rv lead was explanted. This lead had previously been capped due to high impedance. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.